Event description:
The patient reported their blood glucose (bg) level was "high" (>500 mg/dl), while wearing the pod between 4 and 24 hours. The patient reported the pink slide did not move into the viewing window, indicating a failure of the needle mechanism to deploy as intended during activation. However, they reported when the pod was removed from the pod site (abdomen), the cannula was found to have had deployed but did not insert into their skin. Instead it was found to have deployed into the adhesive and was bent. As treatment, the patient successfully applied a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: ap3a.240905.015.a2.g991usqsghyf2 hardware: sm-g991u cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.